Event description:
A report of an uncomfortable implant was rec'd. The pt has lost weight and now the implant is pushing against his skin. The pt will be discussing with his physician to have a pocket revision.

Manufacturer narrative:
Good faith effort was made to contact the pt without success. This is the final report.